Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Event date is approximated. The suspect part power conversion enclosure was returned to the manufacturer for evaluation. However, results are not available at this time. A manufacturer representative went to the site to test the equipment. The collimator error was being received intermittently on boot up. The power enclosure was replaced. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system was not booting properly. Upon booting, there was a collimator error. On the third reboot attempt, the system finally booted up.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. The enclosure was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.